Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73a1900870 was manufactured on 01/28/2019 a total of 288 pieces. Lot was released on 02/07/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that sample was returned with the first clip out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." "Do not attempt to close the jaws on a vessel or anatomic structure without a clip properly loaded into the jaws." "Always load clip into jaws prior to placing over vessel." Since the root cause of this complaint was determined to be 'user error', an in-service was needed. It has been confirmed that the sales rep has already completed the in-service. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. The sample was returned with the first clip out of position in the channel. The sample was returned with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. Upon functional inspection, the first clip fell out from the device. It was observed that the jaw the bottom jaw was not closing completely, indicating that the jaw spring was disengaged from the bottom jaw. The sample was disassembled to inspect the internal components. It was confirmed that the jaw spring was disengaged from the bottom jaw. The jaws appeared to be slightly bent which caused the jaw spring to disengage. The clips were also out of position and stacking on one another. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these defects were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The sales representative reported that the doctor "improperly loaded clip on duct." The sales representative confirmed that the doctor did not come off the structure to load the clip, which damaged the device and prevented it from firing properly. Therefore, the root cause of this complaint issue is user error. An in-service has already been completed by the sales rep.

Event description:
It was reported that the doctor was using ae05 during a laparoscopy cholecystectomy, improperly loaded the clip on the duct. The device was taken out of the patient and fired two clips to attempt to clear the block, but the clips came out sideways. During another attempt to load outside the patient a clip fell out of the device.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor was using ae05 during a laparoscopy cholecystectomy, improperly loaded the clip on the duct. The device was taken out of the patient and fired two clips to attempt to clear the block, but the clips came out sideways. During another attempt to load outside the patient a clip fell out of the device.